Manufacturer narrative:
The hill-rom technical support representative performed troubleshooting over the phone with the account. The account does not know what is broken. Per the hill-rom service manual annual preventative maintenance must be performed to insure all bed features are functioning as originally designed. Particular attention must be addressed on safety features including but not limited to: caster braking systems. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. Hill-rom technical support contacted the customer again trying to obtain the resolution for this alleged issue. No response has been received from the account. No further info is available on the repair of the bed at this time. A follow up report will be sent once this info becomes available.

Event description:
Hill-rom technical support received a report from the account stating the brakes would not hold (pops out of brake). The bed was located in the bed shop. There was no pt/user injury reported. (B)(4).